Event description:
The customer reported that the physician had difficulty deploying the vasoseal collagen plugs. The sheath was kinked during collagen deployment. Both plugs were deployed and a five minute hold followed. The site looked good, no hematoma. Kit size #6 was used. The pt returned to the cath lab recovery room where she complained of lack of feeling in her right foot. The surgeon was consulted and the pt was taken for exploration of the right femoral artery. The surgeon stated that the artery was impaled by the collagen plug. The plug was through both the anterior and posterior walls of the artery. The pt had very thin artery walls that were calcified. The surgeon tried to repair the arterial walls. The physician performing the vasoseal procedure stated that the surgeon reported that it was an arterial puncture which might have contributed to the arterial tear. No further complications noted it can be noted that the collagen plug was removed by the surgeon.